Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in prerov, czech republic (returned to the rrc on 2023/02/27). The evaluation at the rrc confirmed the occurrence of error e433 and traced the error back to a defective hvps board and lvps board. The inspection also identified defect fuses, which are related to the damaged boards and also might be the cause for the reported explosion sound and smoke. Thus, the reported incident can be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during an unspecified therapeutic procedure at the abdomen, the esg-400 hf generator made an explosion sound and smoke came out of the device. The procedure was successfully completed with a similar device and there was no report about an adverse event or serious injury. During the inspection at the repair center error message e433 was issued by the generator.